Event description:
A customer reported the cautery cords were not able to be used with the system. A fourth product was brought in by the facility to connect to the unit and still the cautery was unavailable. A second unit was used to complete the case. There was no pt injury.

Manufacturer narrative:
The company service representative examined the system. The representative attempted to use the reported two reusable cords on the system without success. He then attempted to "test" the system with the new cord provided by a company sales representative on a wet 4x4. The coag output was verified and met specifications. The two reusable cords, provided by the staff, were then inspected. There was no output detected. The new cord, provided by the sales representative, was tested and the output was within specifications. The facility provided two additional cords to be checked in which the outputs tested within specifications. It was recommended that the two "bad" cords be disposed off. Preventive maintenance was performed. The system was then tested and met all product specifications. (B)(4).